Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was issued requesting to have the isi device returned; however, isi did not receive the product involved with the alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument engagement was bad when closing the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the medical engineer at the site and obtained the following additional information: the type of clips used with the clip applier instrument were hem-o-lok. The customer changed to a backup instrument to continue with the case.